Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was admitted on (B)(6) 2013 for gi bleeding. Treatment included holding anticoagulation until bleeding stopped. The patient was started on predaxa 150 mg orally twice daily. The patient is at home with no reoccurrence of gi bleeding.

Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.